Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that the ceramic portion of the zi-real abutment (cap454) has fractured, therefore does not function within required manufacturing specification.

Event description:
The doctor indicated the zi-real abutment fracture after the placement of the abutment it was also reported that the patient did not suffer an injury or infection.